Manufacturer narrative:
This is a follow up to emdr 9617229-2022-14953. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage. Additional observations: crease fold observed on the device. White calcification of the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "silicone leakage". Healthcare professional later reported "gross leakage" and "disruption of shell". This record is for the right side. Device was explanted and replaced.